Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after seconds. The sample was submerged into a container filled with water and it was observed air was leaking through the wall of the lumen. The device history record was reviewed and no discrepancies were found. Manufacturing controls are in place to detect leaking cuffs and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that prior to use on a patient, air leak was found. Customer indicated that there was no patient involvement associated to this event.